Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. Currently, there is an allegation that the liberty cycler set lines are too short which resulted in the patient needing to disconnect from pd treatment to use the bathroom. The manufacturer instructions for use provide caution to the user not to touch the inside of connections and to use aseptic technique when connecting/disconnecting from treatment. The patient¿s pd culture grew the bacteria staphylococcus epidermis which is bacteria normally found on human skin. Based on the reported information, the peritonitis event can be reasonably attributed to touch contamination while disconnecting from the pd exchange to go to the bathroom, as reported by the patient¿s pd nurse.

Event description:
On (B)(6)2024, it was reported that this patient on peritoneal dialysis (pd) developed peritonitis secondary to the patient disconnecting/reconnecting the patient line of the cycler set to use the restroom during pd treatment. It was stated the patient can no longer reach the bathroom with the new 15' patient line. There was a reported breach in sterility due to disconnecting/reconnecting the line. In an additional call, the patient¿s pd nurse confirmed that on (B)(6)/2024 the patient was seen in the outpatient pd clinic and had a pd culture obtained. Per the nurse, the pd culture grew coagulase negative staphylococcus, and the patient was diagnosed with peritonitis. The patient was treated with antibiotics utilizing vancomycin and ceftazidime (dosing not provided) intra-peritoneal (ip). The patient is recovering and continues pd with the same cycler. The pd nurse confirmed the patient did not have any issues with fresenius products in relation to the peritonitis event. The nurse attributed the peritonitis to a breach in aseptic technique from the patient disconnecting from the patient line of the liberty cycler set due to the shortened cassette lines. The liberty cycler set has been discarded (lot #is not available).

Event description:
On (B)(6) 2024, it was reported that this patient on peritoneal dialysis (pd) developed peritonitis secondary to the patient disconnecting/reconnecting the patient line of the cycler set to use the restroom during pd treatment. It was stated the patient can no longer reach the bathroom with the new 15' patient line. There was a reported breach in sterility due to disconnecting/reconnecting the line. In an additional call and follow-up email, the patient¿s pd nurse/pd manager confirmed that on (B)(6) 2024 the patient was seen in the outpatient pd clinic for cloudy pd effluent and abdominal pain. The patient had a pd culture obtained which grew coagulase negative staphylococcus and elevated white blood cell (wbc) of 38.654., and the patient was diagnosed with peritonitis. The patient was treated with antibiotics utilizing vancomycin 1.5 grams to 2.0 grams (based on trough level) every 5 days for 21 days and ceftazidime (dosing not provided) intra-peritoneal (ip). The patient is recovering and continues pd with the same cycler. The pd nurse confirmed the patient did not have any issues with fresenius products in relation to the peritonitis event. The nurse attributed the peritonitis to a breach in aseptic technique from the patient disconnecting from the patient line of the liberty cycler set due to the shortened cassette lines. There were no reported defects with the liberty cycler set. The liberty cycler set has been discarded (lot #is not available).

Manufacturer narrative:
Additional information: a4, b5

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. There is no allegation of cassette malfunction based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Event description:
On (B)(6) 2024, it was reported that this patient on peritoneal dialysis (pd) developed peritonitis secondary to the patient disconnecting/reconnecting the patient line of the cycler set to use the restroom during pd treatment. It was stated the patient can no longer reach the bathroom with the new 15' patient line. There was a reported breach in sterility due to disconnecting/reconnecting the line. In an additional call and follow-up email, the patient¿s pd nurse/pd manager confirmed that on (B)(6) 2024 the patient was seen in the outpatient pd clinic for cloudy pd effluent and abdominal pain. The patient had a pd culture obtained which grew coagulase negative staphylococcus and elevated white blood cell (wbc) of 38.654., and the patient was diagnosed with peritonitis. The patient was treated with antibiotics utilizing vancomycin 1.5 grams to 2.0 grams ( based on trough level) every 5 days for 21 days and ceftazidime (dosing not provided) intra-peritoneal (ip). The patient is recovering and continues pd with the same cycler. The pd nurse confirmed the patient did not have any issues with fresenius products in relation to the peritonitis event. The nurse attributed the peritonitis to a breach in aseptic technique from the patient disconnecting from the patient line of the liberty cycler set due to the shortened cassette lines. There were no reported defects with the liberty cycler set. The liberty cycler set has been discarded (lot #is not available).